Manufacturer narrative:
This malfunction occurred twice within this complaint. For details of the other occurrence please see the following: MDR 2245270-2016-00010. Although the actual device was not returned to the manufacturer, the details of the malfunction will be used for the complaint investigation. The results of this investigation are still pending, and will be forwarded to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Patient is a (B)(6) infant, weighing (B)(6). She had (2) catheters placed; the first on (B)(6) 2009 and then again on (B)(6), both the same lot#. Neither catheter was trimmed and they were coiled and secured with steri-strips. The first catheter broke completely just distal to the hub; the second was found to be leaking in the same location. Pt was npo running at ~13ml/. Pt received subsequent repeated pivs and PICC attempts. Chloraprep and uni-solve, which contain etoh were used in each case.

Manufacturer narrative:
This malfunction occurred twice within this complaint. For details of the other occurrence please see the following: MDR 2245270-2016-00010. Vygon (B)(4) could not conduct a full investigation on this complaint due to the sample not being available. However, vygon (B)(4) reports the following in regards to this complaint. The report summary is as follows: this complaint is not confirmed as a manufacturing defect as each catheter is leak and flow tested before packaging. The tensile test conducted was within the specification. After conducting a review of the batch record for this product it is concluded that this is the second complaint for this batch (5035133). There are six reported complaints from another batch (4807359). Based on previous investigations a tensile fracture can be caused by two factors: dressing change: in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it which places stress on the line which can cause a fracture routine care: while lifting the baby to change bedding, the foot can interfere with the line during the movement. Corrective action: no corrective action at this point in time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint. It is essential to let disinfectants dry completely before the catheter is placed as alcohol or organic solvents can damage the catheter material. In this instance the hospital used chloraprep and uni-solve which contain alcohol. CAPA (B)(4) was issued last year to provide customers with a warning concerning the use of organic solvents with this catheter.

Event description:
Patient is a (B)(6) infant, weighing ~(B)(6). She had (2) catheters placed; the first on (B)(6) and then again on (B)(6), both the same lot#. Neither catheter was trimmed and they were coiled and secured with steri-strips. The first catheter broke completely just distal to the hub; the second was found to be leaking in the same location. Pt was npo running at ~13ml/. Pt received subsequent repeated pivs and PICC attempts. Chloraprep and uni-solve, which contain etoh were used in each case.